Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt lost stimulation. The ipg was unable to communicate with the pt's programmer and charger. It was reported that replacement of external devices did not resolve the issue. The physician explanted and replaced the ipg on (B)(6) 2010. The explanted ipg was returned to the manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.